Event description:
"Leak of access port lap band"

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a tape ii. Analysis of the device noted breakage of the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band) located at the taper/tubing junction. The breakage at the taper/port tubing may be wear related as there is no clear evidence of surgical damage. This wear is consistent with the taper connector being folded back upon itself. This breakage may have been the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubintg." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."